Event description:
"The patient was taken to theatre following a failed angioplasty because of acute ischaemis on top of chronic ischaemia of his right leg. During the procedure which the lower popliteal was exposed, an embolectomy catheter was introduced down the peroneal arteries and when it was brought back it was noticed that the balloon had burst and the fluid inside was just left in the artery. Whilst examining the artery, a piece of wire was noticed and it appeared that part of the balloon was left inside the artery with a wire extending up to the area which was open. Manipulation was tried with this wire but it came out bringing a whole piece of the artery with it, and more in the leg had to be exposed to see the damage this maneuver and wire had produced. Following this vein had to be harvested from the same leg to replace the part of the artery that was damaged. The patient required a prolonged procedure with more complex surgery to deal with this complication. He remains on the ward and the full results will be known in a few weeks".

Manufacturer narrative:
Product is anticipated to return. A follow-up will be provided once product has been evaluated.